Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of personal injury and pain. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "material sensitivity reactions." "Intraoperative or postoperative bone fracture and/or postoperative pain."elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-03020 and -08689 / -08690).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of personal injury and pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised due to pain and elevated metal ion levels. Revision op report notes the presence of reactive synovitis, scar tissue, reactive bursitis, fronds of reactive tissue, joint fluid, and adhesions. Op report further notes no evidence of loosening of either the femoral or acetabular components was observed. The modular head was removed and replaced. Additional information received in patient op notes dated (B)(6) 2014 reports patient underwent a subsequent revision due to a dislocation. Revision op report notes the presence of fluid. In addition, the polyethylene ball was found outside the socket with the metal head inside. The head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification and expiration date - unknown. Date explanted - unknown. Manufacture date ¿ unknown.